Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion rubber seal. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to the high flow rate. As a result, the expulsor was trimmed and the downstream occlusion rubber seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump failed the test due to the flow rate not meeting the target value, with a 2 ml deviation. There was no patient involvement, no patient injury was reported.